Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported the trial patient had mentioned on a previous call that they had pulled a muscle in their back and were concerned that it may have been their leads. However, they mentioned they went to the hospital, as their back was not working with them. To rule out the cause, the programmer was turned off for about an hour then turned back on, as it was not the cause.